Event description:
A malfunction was reported on the pump, identified as malf 1, with the code resettable by the customer. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer technical support assisted the caller with resetting the pump, and the malfunction did not recur after the reset. The customer reverted to an alternate method of insulin therapy.